Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump got crushed and also alarming at the time of call. Troubleshooting was done for cosmetic damage. The monitor of insulin pump had also crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to cracked lcd glass. No audio alert noted. Device received with cracked lcd window. The p-cap does lock properly.